Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer with resetting pump to resolve the issue and to report back if the issue occurred again, which the customer understood.